Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate system monitor (serial number: (B)(6)) displaying distorted text was not confirmed. The unit was not returned for analysis and no photos were submitted for review. Provided information indicated that the problem resolved following the restart of the system. The root cause of the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed that the heartmate system monitor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate system monitor instructions for use (rev. E) instruct the user to refer any servicing of heartmate lvas equipment to trained service personnel only. The heartmate 3 instructions for use (rev. C, section 3 ¿ ¿system monitor¿) provide guidance on how to properly setup the system monitor. This section also describes how to navigate the unit¿s interface to view pump parameters, active alarms, and event history. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cardiovascular intensive care unit (ICU) nurse tried to troubleshoot the system monitor via the heartline on (B)(6) 2022. Per the nurse, the system monitor was showing gibberish symbols highlighted in red on the screen. The nurse confirmed that there were no alarms and the patient pump parameters and system controller function were stable. The nurse was told to reset the system monitor by turning it on and off and back on via the switch on the back of the system monitor. The symbols and red banner cleared and the system monitor screen resumed normal appearance. The patient remained clinically stable with no changes to pump function with all parameters on the system controller matching those displayed on the system monitor. The nurse confirmed that there were no further concerns.